Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred on a trilogy evo device. There was no harm or injury reported. During evaluation of the device at a third-party service center, the complaint was able to be reproduced. The technician states that a ventilator inoperative error code was present in the error log relating to a communication failure between therapy and the computer processing units. The software was updated in order to resolve the issue. The unit ran for 30 minutes afterwards with no errors. Additionally, the filter and tubing were checked. The air inlet foam filter was replaced due to preventative maintenance. The device passed all repair testing. No further investigation is required.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy evo device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.